Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value not provided. Bg cause was not known, and the customer's daughter and son provided assistance in treating the low bg. Customer disconnected from the pump and consumed honey and a soda to address bg. Reportedly, the customer was temporarily unconscious due to the event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.